Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD , implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) therapy was delivered due to reproducible noise on the right ventricular (rv) lead. It was noted that there was also oversensing and occasional high impedance measurements. The rv lead also exhibited intermittent loss of capture and unstable thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.